Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found the that imaging system's interface cable was loose on back of mobile view station (mvs). The medtronic representative reseated the cable and tightened cable nut. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A radiologic technologist (rt) from the site reported that, while in a spinal fusion procedure, it was noticed that the imaging system's interconnect cable was damaged. Wires were exposed where the cable plugs into the back of the mobile view station (mvs) station. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.